Event description:
Following a five hour prone spinal surgery, the patient had redness on forehead and chin. Subsequently blisters developed and leaked serosanguinous fluid. A wound consult was ordered, triple ointment was applied, and vaseline dressings were used.

Event description:
We've been using the 1937 headrests for years now but lately we've been having a lot of issues with pressure ulcers on the face.

Manufacturer narrative:
Frequent monitoring and repositioning when required as described in the instructions may help to reduce the occurrence of such injuries.

Event description:
Following a five hour prone spinal surgery, the patient had redness on forehead and chin. Subsequently blisters developed and leaked serosanguinous fluid. A wound consult was ordered, triple ointment was applied, and vaseline dressings were used.